Event description:
User reported experiencing erratic sodium and potassium results for approximately 1 week, 4 to 5 samples were involved. Initial results were not reported. Data provided for only one sample as follows: initial potassium result of 4.3 mmol/l, same sample repeated recovered 3.2 mmol/l. The field service representative determined the ise tubing was defective. The instrument was repaired.